Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e other occupation a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. The technical support specialist (tss) inspected and confirmed that the device was in online and functioning properly. The tss later confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the device was showing on critical override and was not communicating. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the device was showing on critical override and was not communicating the customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.